Event description:
A 8/6mm amplatzer duct occluder (ado) was deployed using an antegrade approach; however, seconds post release the ado embolized to the descending aorta. The ado was percutaneously retrieved with a snare and pulled down to the level of the common iliac artery where vascular surgery retrieved it.